Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set), during dwell 2 on the home choice (hc). The technical services representative (tsr) instructed the home patient (hp) to cycle the power. The tsr advised the hp to disconnect. The hp would start the setup with all new supplies to complete therapy. The tsr advised the hp to call the registered nurse (rn) in the morning. Product surveillance (ps) contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. Per the hp, she disconnected during dwell and reconnected to the cycler. Ps advised the hp that if she disconnects during dwell and does not reconnect prior to the hc moving to the next cycle, that is it not recommended that she reconnect. The hp understood the explanation. The hp stated that she contacted her pd rn about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) alarm that occurred during dwell 2 was not confirmed because the sample was not evaluated; however, based the details of the report the cause of the alarm was due to air sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review found the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. A batch review will not be conducted. There was no allegation of a product malfunction.